Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that phenomenon was caused by a failure of the power supply printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment full name: (B)(6) hospital. The device was returned, and the evaluation found a faulty g1 (printed circuit board). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the monitor did not power up. The issue occurred during preparation for use. There were no reports of patient harm.